Event description:
The customer reported that the patient who had been implanted with an exeter mitch in 2004 was revised. Update: "patient presented in fracture clinic with suspected neck fracture. Investigation revealed a broken stem."

Manufacturer narrative:
Reported event: an event regarding wear and corrosion involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the trunnion of the stem is significantly worn. Material analysis: a material analysis was performed and concluded the following: "the returned device has surface damage consistent with contact abrasion with surgical cement during micromotion. The device's trunnion has a wear ridge due to intimate contact with the mating device's inner diameter. The trunnion also appears to have a dark residue corrosion product common when metal implants are in vivo and in contact with other metal implants. There was no fracture found or reported. The alloy used was the one specified on the drawings. No manufacturing defects were seen on any surfaces inspected here. The above-mentioned issues are common wear-related damage seen on this device and are not indications of non-conformances in the materials, nor are they indications of manufacturing defects." Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to metallosis. Visual inspection of the returned device indicated that the trunnion of the stem is significantly worn. A material analysis was performed and concluded the following: "the returned device has surface damage consistent with contact abrasion with surgical cement during micromotion. The device's trunnion has a wear ridge due to intimate contact with the mating device's inner diameter. The trunnion also appears to have a dark residue corrosion product common when metal implants are in vivo and in contact with other metal implants. There was no fracture found or reported. The alloy used was the one specified on the drawings. No manufacturing defects were seen on any surfaces inspected here. The above-mentioned issues are common wear-related damage seen on this device and are not indications of non-conformances in the materials, nor are they indications of manufacturing defects." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation the mitch trh acetabular system components are OEM devices. Stryker orthopaedics is not the legal manufacturer of the mitch devices and does not have reporting responsibilities. However, since this device was used in conjunction with a stryker device, the product information for this device is being referenced in this MDR report - mac-9988-5056 std mitch trh cp sz 50/56 lot fm62269020. Mmh-9988-0450 mitch trh md hd sz 50-4 mitch head lot fm069886.

Event description:
The customer reported that the patient who had been implanted with an exeter mitch in 2004 was revised.